Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In (B)(6) 2019 she experienced heavy menstrual bleeding (seriousness criterion medically important), incontinence ("incontinence"), dizziness ("dizziness"), feeling abnormal ("feeling intoxicated"), vitamin d deficiency ("vitamin d deficiency"), menstruation irregular ("irregular [menstrual] cycles"), disturbance in attention ("attention deficit"), memory impairment ("impaired memory") and arthralgia ("joint pain with no cause shown on the x-ray") and was found to have weight increased ("weight gain without successful reversal"). On unknown dates she experienced hypoacusis ("difficulty understanding sometimes simple instructions") and depression ("depression"). At the time of the report, the heavy menstrual bleeding, incontinence, dizziness, feeling abnormal, vitamin d deficiency and menstruation irregular had not resolved. The outcomes for disturbance in attention, memory impairment, arthralgia, weight increased, hypoacusis and depression were unknown. No causality assessment was received for essure with regard to incontinence, dizziness, feeling abnormal, vitamin d deficiency, heavy menstrual bleeding, menstruation irregular, disturbance in attention, memory impairment, arthralgia, weight increased, hypoacusis or depression. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2019 she experienced heavy menstrual bleeding (seriousness criterion medically important), incontinence ("incontinence"), dizziness ("dizziness"), feeling abnormal ("feeling intoxicated"), vitamin d deficiency ("vitamin d deficiency"), menstruation irregular ("irregular [menstrual] cycles"), disturbance in attention ("attention deficit"), memory impairment ("impaired memory") and arthralgia ("joint pain with no cause shown on the x-ray") and was found to have weight increased ("weight gain without successful reversal"). On unknown dates she experienced hypoacusis ("difficulty understanding sometimes simple instructions") and depression ("depression"). At the time of the report, the heavy menstrual bleeding, incontinence, dizziness, feeling abnormal, vitamin d deficiency and menstruation irregular had not resolved. The outcomes for disturbance in attention, memory impairment, arthralgia, weight increased, hypoacusis and depression were unknown. No causality assessment was received for essure with regard to incontinence, dizziness, feeling abnormal, vitamin d deficiency, heavy menstrual bleeding, menstruation irregular, disturbance in attention, memory impairment, arthralgia, weight increased, hypoacusis or depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.